Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Event description:
It was reported the patient lost effective coverage due to the right t7, right t9 and left t9 drg leads migrating, and the right t9 lead showed high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.